Event description:
It was reported that this right ventricular (rv) lead had triggered lead safety switch (lss) due to high out of range impedance measurements of 2003 ohms. This rv lead has exhibited high pacing impedance measurements for a couple of years. Technical services (ts) was consulted and noted noise, ts recommended reprogramming options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had triggered lead safety switch (lss) due to high out of range impedance measurements of 2003 ohms. This rv lead has exhibited high pacing impedance measurements for a couple of years. Technical services (ts) was consulted and noted noise, ts recommended reprogramming options. This rv lead remains in service. No adverse patient effects were reported.